Event description:
It was reported that the 3mm fluted ball broke during a discectomy. The burr broke after a couple of minutes. The surgeon and head nurse followed the procedures correctly during assembly. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for investigation and the reported problem was confirmed. It was concluded that the fracture had likely been caused by a failure of the distal bearing of the attachment, which was observed to be loaded with a gummy contaminant. This likely caused it to freeze up intermittently and lead to impingement of the bur. The contaminant was either left behind by ineffective cleaning of the equipment, or it may have been an incompatible lubricant that was used on the device at the user site. Proper cleaning and maintenance is required in order to ensure trouble-free operation. This complaint is invalid from a manufacturing standpoint.